Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, metallosis, disability, disfigurment, tissue necrosis, bone loss, and elevated metal ion levels. Update dec 20, 2017: litigation papers received.in addition to what was previously alleged, litigation alleges osteolysis, presence of metal debris and wear. Added dor, dob, affected side and surgeon's name. Complaint updated on jan 2, 2018.

Event description:
After review of medical records for MDR reportability the patient underwent a revision for the head and liner exchange. Pre-operative diagnosis stated, adverse soft tissue reaction to metal on metal total hip arthroplasty. Clinical history reported, the right hip has supra-acetabular osteolysis and pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address adverse soft tissue reaction to metal-on-metal total hip arthroplasty. Revision note stated, there was a moderate effusion in the hip joint, a moderate amount of metal stained tissue and a large amount of inflammatory debris. There was also obvious corrosion in the head as well as on the trunnion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation papers allege pain, metallosis, disability, disfigurement, tissue necrosis, bone loss, and elevated metal ion levels. Update (B)(4) 2017: litigation papers received. In addition to what was previously alleged, litigation alleges osteolysis, presence of metal debris and wear. Added dor, dob, affected side and surgeon's name. Complaint updated on (B)(4) 2018. Update (B)(4) 2018: pfs and medical records received. There were no new allegations added. After review of medical records for MDR reportability the patient was revised to address adverse soft tissue reaction to metal on metal total hip arthroplasty. Clinical history reported, the right hip has supra-acetabular osteolysis and pain. There is no revision notes provided. Added new associated contact. The patient has complaint for his left hip however it is not confirmed yet if a product involved is depuy. Doi: (B)(6) 2007 : dor: (B)(6) 2017 (right hip).